Event description:
(B)(4) report. Patient ID: (B)(6). It was report that on (B)(6) 2010, due to depressed left ventricular ejection fraction, shortness of breath, and heart failure, the patient underwent the index procedure with the deployment of two promus drug eluting stents, one to the first obtuse marginal branch, and one to the right posterior atrioventricular segment. Post procedure residual stenosis was 0% with timi iii flow at both segments. On (B)(6) 2010, the patient was discharged from the index hospitalization. On (B)(6) 2013, the patient experienced the event of progressive cardiomyopathy 911 days following the index procedure. As reported, the patient was at the nursing home when the patient became lethargic, which prompted the patient to be evaluated in the emergency room. Upon presentation, the patient was found to be hypotensive with systolic in the 70s. A central catheter was placed and the patient was started on dopamine as well as vasopressin. The patient had two ventricular cardiac arrests in the emergency room. The patient also developed ventricular tachycardia requiring epinephrine x2; the patient received bicarbonate as well as calcium gluconate. In addition, the patient received shocks from the patients defibrillator and ultimately the patient did go back to intrinsic rhythm. However, subsequently from the cardiac arrest, the patient developed seizures requiring ativan.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. In addition, the patient had respiratory difficulties, generalized weakness and evidence of some degree of confusion where the patient really could not provide much of a history. The patient had cyanotic torso and diaphoresis. The patient was not mentating adequately at times and appeared to be in extremis. A head CT scan did not show a bleed. The patient remained unresponsive and a pupillary exam was unchanged. The patient was transferred to intensive care unit. However, shortly after arriving a do not resuscitate was initiated and all medical therapies were stopped. At an unspecified time, the patient was transferred and admitted to hospice. On the (B)(6) 2013, the patient was found to be pulseless and apneic, and was pronounced dead at 0930 hours. The investigator considered the event of progressive cardiomyopathy, severe in intensity, and not related to the study drug, unlikely related to the study device and unlikely related to study procedure. The reported patient effects of death, hypotension, and ventricular tachycardia are known observed and potential adverse events as listed in the promus everolimus eluting coronary stent system electronic instructions for use. This incident contained patient effects with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency.